Event description:
Facility returned an arterial bloodline in its original package along with a product complaint stating the bloodline was kinked directly below the drip chamber. Product was not used for treatment.